Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The needle n2o valve was replaced to resolve the issue. Customer contact reports no patient information is available. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction during a case that could cause a hypoxic mixture in the patient circuit. The unit was replaced and case resumed. There was no report of patient injury.